Event description:
Alleged event: complaint alleges that during the operation the surgeon tried to advance a new clip and clip fell out of the applier and into the patient. There was no patient injury.

Manufacturer narrative:
The device sample has not been returned to the manufacturer at the time of this report. A visual inspection was performed and the failure mode: "clip not properly loaded into the jaws" could be confirmed with picture that was submitted. No other defects were observed. The device history record investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend similar complaints.